Event description:
It was reported that the customer experienced low blood glucose levels. The customer's blood glucose was 47 mg/dl. The customer treated himself by intaking carbohydrates. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.